Manufacturer narrative:
This report is for an unknown tfna helical blade/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, during an orthopedic procedure surgeon experienced problem with the sliding of the trochanteric femoral nailing advanced system (tfna) blade or screw when using the static locking mechanism with the unknown torque limiting device. The procedure was completed without incident. It was unknown if there were surgical delay and patient consequence reported. Moreover, the surgeon added that he had experienced this problem for more than one incidence. A sliding of the helical blade has been seen after it has been statically locked . The collapse of the blade has been seen in post-op radiographs. Concomitant device reported: unknown torque limiting device (part # unknown, lot # unknown, quantity# 1). This report is for one (1) unknown tfna helical blade. This is report 1 of 2 for complaint (B)(4).